Manufacturer narrative:
H2: corrected information in h6 (investigation findings & component code). H3, h6: the reported device was received for evaluation. A visual evaluation of the returned device found no visible damage/dent to the bracket. A functional evaluation of the returned device found the t-bracket (ball and socket) was losing. It can be loosened by a hand. The bracket was removed from the ball joint, and no thread locking was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event factors that could have contributed to the reported event include normal degradation of the thread locking adhesive over time, which may have reduced its effectiveness and led to the loosening of the t-bracket. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic procedure, the t-max could not fix the patient's head, it was pointed out that the ball and socket of the head rest lost the fixation. The procedure was cancelled. The patient was already under anesthesia when the procedure was cancelled. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.